Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (2.5mg/ml at .2 mg/day) via an implantable infusion pump. It was reported that the patient's pump had been beeping once or twice every hour. The hcp believed that the pump had stalled a couple of times and he wanted to replace the pump. It was noted that the patient has had times of withdrawal. Infusion has been decreased and surgery was planned. The issue was unresolved and the patient was alive with no injury. No further complications have been reported as a result of this event.